Event description:
It was reported that the user showered and subsequently realized they had not reconnected to ilet afterwards, and the dexcom g7 sensor had become unpaired. The agent guided the user to reconnect the sensor to the ilet and provided troubleshooting and education, with a reported blood glucose of 383 mg/dl. Symptoms included hyperglycemia, polydipsia, and irritability. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with not reconnecting to the ilet after disconnecting to shower. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.